Event description:
It was reported, that the patient presented for a generator change procedure. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device. And led to an inappropriate automatic mode switch. The lead was explanted and replaced. There were no patient consequences.